Manufacturer narrative:
This event occurred in japan, but similar products are marketed in the us under k203791.

Event description:
On june 9, 2026, nakanishi received a phone call from a dealer about a patient's accidental ingestion of a dental bur. The details nakanishi obtained are as follows: - the event occurred on april 25, 2026. - a dentist was performing a crown removal and preparation procedure on # 6 tooth of a patient's upper left jaw using the m800ml handpiece (serial no. (B)(6). - the patient was under anesthesia. - during the procedure, the bur came out of the handpiece, and the patient swallowed the bur. - the bur was recovered using an endoscope. - the patient was reported to be healed without need for additional medical treatment. - according to the dentist, there were no abnormalities observed in the device prior to use.